Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, automated fevar planning software accurately and efficiently identifies fenestration locations for vital branch arteries, thus simplifying the planning process and facilitating the fevar procedure.

Event description:
Received an article titled "procedural and perioperative results in patients treated with fenestrated endovascular aneurysm repair planned by automated software in a physician-sponsored investigational device exemption trial of physician-modified endografts" published in the journal of vascular surgery. The article validated the use of automated planning software to design fenestrated endografts and to treat patients with complex abdominal aortic aneurysms. Per the article, adverse events included embolic events and respiratory failure.